Event description:
Upon opening of package, it was noted that the tubing was not attached to the IV spike and fluid chamber at the connection that would be right under the fluid chamber. The tubing set was in 2 pieces.